Manufacturer narrative:
(B)(4). Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Device evaluated by MFR: evaluation conclusions are reflected in the codes. (B)(4).

Event description:
It was reported that "dressing stuck into wound that was hard to remove."